Manufacturer narrative:
Upon visual inspection of the returned product, this event was determined to be not reportable, and the initial report should be voided.

Event description:
Upon visual inspection of the returned product, this event was determined to be not reportable, and the initial report should be voided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill shaft broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.